Manufacturer narrative:
Info has been forwarded to the mfg facility. Results of investigation pending. A follow-up medwatch report will be filed.

Event description:
Per medwatch report received from FDA (via baxter). "A portion of a jackson-pratt t-tube hysterectomy drain broke off while the t-tube was being removed. The portion of drain was removed by physician during a return to or via an open abdominal incision in the or."